Event description:
Doctor stated that there was wear in the liner. He removed the head, cup, and liner. He replaced with a tritanium cup, 40 mm liner and head. According to the doctor the patient had a recent dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an 10 deg liner. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.